Manufacturer narrative:
This report is being supplemented to provide a correction to a previously submitted report. Corrected fields: b5, h2. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the monitor image briefly disappeared several times during surgery. It was noted that the phenomenon occurred when using the hook to cauterize tissue around the gallbladder. The hook was not in contact with the optics; however, the exact distance could not be determined and may have varied during the procedure.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during procedure the subject device experienced error e226 and the monitor going black. There were no reports of patient harm.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, d8, h2, h6, h11. The device was not returned to olympus for inspection, and the reported failure was not confirmed. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.